Event description:
Customer called to report he had experienced high blood glucose. Blood glucose reading was 512 mg/dl. The customer had treated with manual injection. Troubleshooting was performed. No anomalies were noted. The insulin pump was found to be functioning as designed. Advised to change the entire set, reservoir, insulin and treat as directed by the health care professional. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).